Manufacturer narrative:
The olymups field service engineer was able to confirm there was no issue with the referenced video processor. A defective endoeye scope caused the e315 error. The referenced video processor was without errors/faults. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oekg de) field service engineer was requested by the user facility to evaluate the visera elite video system center for a reported no image issue with scope communication error, e315, that is occurring with their high definition endoeye scopes. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that a foreign object such as dust was attached to the electric contact point inside the video connector receptor, so that the contacts of the electric contact point of the connector could not be broken and the scope could not be detected from the video controller, resulting in e315 errors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to h4 of the supplemental medwatch. The manufacture date should be 20-sep-2011.